Event description:
It was reported that this right ventricular (rv) lead was successfully explanted due to high pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, based on a normal lead resistance measurements, a passing hipot test and inspection showed no conductor fractures. The reported field allegation of high pacing thresholds couldn't being confirmed. Also, x-ray showed a bird's nest inner coil near the terminal pin - damage indicative of helix extension/retraction difficulty. The reported field allegation of helix issues was confirmed. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. FDA 3500a section device codes, f10: a modification in the code was made.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an increased in pacing thresholds. This lead was then successfully replaced. No additional adverse patient effects were reported.